Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in excellent condition. During the power up process, the reported problem was duplicated. The root cause of the reported issue was that the flippers were touching the top of the ear clip when plunger assembler was pushed all the way in. The cause of the issue is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Pump will be converted to loaner pool after investigation.

Event description:
It was reported that there was a check syringe plunger sensor alarm. No patient injury was reported.